Manufacturer narrative:
H10: a field service engineer (fse) went onsite to further investigate the issue. It was later determined that a replacement of the motor controller (mc) printed circuit board assembly (pcba) would be required to resolve the issue. The fse replaced the mc pcba to resolve the issue. The fse replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating a power supply failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report a power supply failure. The customer was recommended a power supply replacement to resolve the issue.

Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).